Manufacturer narrative:
Investigation: it was reported that an express mini 500 drain being used by a patient at their home had become clogged at the luer port and could no longer be drained. The drain was also dropped on the floor and now had a crack in the top. The complaint details state that at the time of the clog, the drain had 150cc in it, and was previously drained/emptied twice since the patient was discharged to home the day prior. The getinge representative advised the rn who called in that the drain should be replaced and that it is not recommended to remove drainage via the luer port; once the drain is full it should be replaced with another. No patient injury or harm was reported. The reporting home health nurse was contacted via phone by the atrium dcu to discuss the event. The nurse indicated she was uncertain of some answers and wanted to review her notes. Several follow-up attempts were made via email, but no further response was provided. Based on the information available, the patient was on the drain at home for approximately 2 days, and had emptied the drain twice, once by the patient's wife and once by the rn, with 150cc still in the drain at the time of the report. The total drainage volume is unknown; however, the drain capacity is 500cc. The drain was dropped and cracked on the top, which caused a small amount of leakage at the top, but the drain was still being used after it was dropped, as the patient did not have another drain. The current patient condition and course of follow-up is not known. The device will not be returned for evaluation and no lot number has been provided. Therefore, no device evaluation can be performed, nor is one deemed necessary, given usage of the device outside of the intended use environment with the failure mode being related to this usage. The usage of the express mini 500 device in an outpatient setting and with repeated fluid removal from the drain for continued reuse on the same patient is considered off-label. Despite no evidence of any product malfunction, the event is considered confirmed in accordance with (B)(4), as the complaint involves reported use error/off-label use. Note that the IFU (aw011485-en) states the following in regard to this event: -do not use if fluid drainage is expected to be in excess of 500 ml per day. -for single patient use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. -replace chest drain if damaged or when collection volume meets or exceeds maximum capacity. -do not use if device or package is damaged. -if needleless luer port becomes clogged, replace with a new device. -users should be familiar with thoracic surgical procedures and techniques before using a chest drain. An ongoing CAPA 682612 for "mobile drainage products - outpatient use and continued use" was initiated from trend excursions associated with related complaints for express mini 500 outpatient use and repeated emptying. The evaluation identified that express mini 500 devices are being utilized in outpatient settings; however, home use is not the intended use environment. In addition, the drains are being emptied for continued use on the same patient. The details of this complaint are in line with the issues investigated under the CAPA. The root cause evaluation for the CAPA has determined that the usage of the express mini 500 devices is occurring because there is a clinical need for outpatient drainage systems; however, home use clearance was not pursued and the device was not explicitly labeled against home use. It was also determined that marketing materials were historically provided for express mini 500 suggesting that the device could be used in an outpatient setting and emptied, which does not align with the current design inputs. The CAPA is in the implementing actions phase at the time of this complaint analysis. In terms of the reported malfunction of the clogged luer port, the express mini 500 drain is not designed or intended for fluid in the collection chamber to be emptied of fluid as a means to continue use of the device on a patient beyond 500 ml of fluid collection. The nac sample port is not designed or intended to be used as a means of draining fluid from the collection chamber of the device. Management of the device in the home setting being performed by non-clinical/non-medical individuals or by clinical care providers not familiar with management of a thoracic drain has the potential to increase the likelihood of malfunctions. The root causes identified for this complaint include design, labeling, and user preference. A risk assessment was performed and found that the express mini 500 product remains operating within its approved risk profile. The risk management file adequately covers risk associated with outpatient and off-label usage. A further risk analysis of the outpatient use and continued use of the express mini 500 drains has been documented in (B)(4). H3 other text : device not available for return.

Event description:
N/a

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
(B)(6) is an rn from (B)(6) calling from a patients home. The patient has an express mini that she states has become clogged at the leur port and they can no longer drain. The drain was also dropped on the floor and now has a crack in the top. Currently there is 150cc in the drain, but it fills fast and they have drained it twice since the patient was discharged home yesterday from (B)(6). She is asking for advice in emptying the drain. The patient does not have another drain. I advised that with the crack, the drain should be replaced. I also advised that it is not recommended to remove drainage via the leur port, and once the drain is full it should be replaced with another. I suggested calling the physicians office for a possible on call nurse for further advice. (B)(6) suggested that they may need to call the hospital as well, or visit the ER to replace the drain.